Event description:
Reporter alleged obtaining the results of 274 mg/dl and 72 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was feeling jittery and self-treated with glucose tablets. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that, "revised, post op assessment was that the femoral component was too wide and the patella needed to have the bone resected further. Exposed bone was rubbing against the femoral component".